Event description:
A malfunction was reported on the pump, causing the customer's blood glucose level to exceed 500 mg/dl, with the value displayed as "high." To address the high blood glucose level, the customer administered a correction injection using an alternate method. Technical support provided the customer with information on resetting the pump, assisted in the reset process, and confirmed that the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the malfunction appeared again.